Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. It is reported that a customer has issues with their insulin pump squirting out of their insulin pump. The customer was assisted with trouble shooting and was walked through the proper method of changing the reservoir and infusion sets. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer stated that the drive support cap was sticking out of the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error during the basic occlusion test due to protruded/loose drive support disk. No compromised force sensor system alarm occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and missing end cap sticker.